Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found video feed was functioning, but the monitor showed no splash screen. To resolve the issue, fse swapped the monitor with one from an unused 3d workstation. The replacement monitor sent to the hospital got lost in transit. The customer decided to let it be with the 3d since they don't use a monitor. After swapping the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.